Manufacturer narrative:
Information was received on 04/15/2020 indicating lot number. Additional information was received on 04/29/2020 indicating event date.

Event description:
Information was received indicating that a smiths medical set, admin, cadd, 108", spike tubing was implicated in an inaccurate flow complaint resulting in under-delivery of chemotherapy drugs. There were no reported adverse events.